Event description:
During a pta/stenting treatment procedure, removal difficulties were encountered. Resistance was encountered while removing the express biliary sd premounted stent delivery catheter into the 6f mach 1 rdc guide catheter following successful stent deployment and balloon deflation. The stent delivery system catheter was removed as a unit with the guide catheter. The procedure was successfully completed. No patient injuries or complications were reported. The patient's condition was reported as "fine".